Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Failed plunger force accuracy - tube drive damaged. Received as software version 9.33.0.50, and left as version 9.33.0.50. Cracked bottom left screw insert. Cracked bottom screw insert. Left and right iui's damaged due to corroded pins. There was no patient involvement. Alarm - error codes / messages. Damaged/cracked in case front. Damaged/cracked in case rear. Damaged/cracked in handle. Corroded iui's. Soft fault- other- specify in comments in software - application. Other- specify in comments in carriage assy. (B)(4).